Event description:
Customer reported unresponsive and illegible pump due to a cracked and shattered touchscreen. Blood glucose level did not exceed 500 mg/dl and was within expected range. The customer reverted to an alternate method of insulin therapy.